Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that an attempt was made to insert the impella 5.5 through the right axillary artery. Due to the patient¿s vascular anatomy, the physician was unable to advance the impella 5.5 into the left ventricle. The physician therefore decided to abort the 5.5 placement and proceed with inserting an impella cp instead. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
Medical safety/clinical reviewed the event. A 59-year-old female with a medical history significant for congestive heart failure (chf) with an ejection fraction of 10¿15%, prior coronary artery bypass grafting (CABG), and diabetes mellitus (dm) presented with shortness of breath. The patient was transferred to another facility for advanced heart failure workup. During hospitalization, the patient decompensated and required high-dose vasopressor support. A left axillary intra-aortic balloon pump (iabp) was placed; however, the patient did not demonstrate clinical improvement. A decision was made to exchange the iabp for impella 5.5 support. An attempt was made to insert the impella 5.5 via the right axillary artery. Due to patient vascular anatomy, the physician was unable to advance the impella 5.5 into the left ventricle. The procedure was aborted, and an impella cp was subsequently placed for circulatory support. On post-implant day 6, the patient experienced one episode of ventricular fibrillation that did not require defibrillation. Two days later, blood was noted in the stool, and gastrointestinal bleeding was subsequently confirmed. Anticoagulation with heparin was withheld. A ¿large¿ thrombus was later observed on the impella cp inflow cage, and plasma free hemoglobin increased to 1320 mg/dl from a prior value of less than 30 mg/dl (consistent with hemolysis). Ultimately, care was withdrawn, and the patient expired. The inability to advance the impella 5.5 due to vascular anatomy is being reported as a malfunction type of reportable event. The impella cp given is related events (gastrointestinal bleeding requiring interruption of anticoagulation and subsequent pump thrombosis with hemolysis) is being reported as a death. However, the patient¿s underlying conditions (end-stage heart failure with reduced ejection fraction, cardiogenic shock requiring high-dose vasopressors, and multiple comorbidities such as prior CABG and diabetes mellitus) contributed most to the demise outcome. Additional information subsequently received noted no other information about this case is available, and the device is not available to be returned. Note: h6. Component code and investigation type/findings/conclusion coding remain unchanged as previously reported. Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: no product was returned. Unable to deliver or advance: the cause of the deliver issue was determined to be patient condition as the patient had difficult vascular anatomy and resistance at axillary artery preventing successful delivery of impella. Device history review: device passed all post sterile inspection checks.